Event description:
Additional information received indicates that impedance check revealed high impedances. During the procedure it was identified that the extension had fractured.

Event description:
Additional information received indicates that the patient¿s therapy was turning off on its own when trying to increase stimulation strength. Impedance check revealed high impedances. During the surgery, intra-op testing just on the leads revealed normal impedance, however, when tested with the extensions connected, there were high impedance. Extensions fracture was identified. Hence, the extensions were replaced to address the issue.

Manufacturer narrative:
Corrected data: h6 health effect - clinical code and medical device problem code.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that patient underwent a surgery wherein the extensions were explanted and replaced. The reason for the surgery is unknown. Reportedly, effective therapy was restored post op. The explanted extensions were discarded.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.